Manufacturer narrative:
Insertion post of the dental implant fractured. Implant was removed, no new implant was placed during the same session. Product evaluation revealed overloading og the insertion post by user. User should have consulted IFU to prevent this from happen.

Event description:
Insertion post of the dental implant fractured. Implant was removed, no new implant was placed during the same session.

Event description:
Insertion post of the dental implant fractured. Implant was removed, no new implant was placed during the same session.